Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and the blood glucose event. The sensor glucose was 60 mg/dl, and the blood glucose value was 102 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 42 mg/dl. The sensor glucose value that triggered the suspend on low/suspended before the low event was 60 mg/d, and the low limit in sensor settings was also 80 mg/dl. The event involved product(s) mmt-1884 and mmt-7020la. Troubleshooting was performed, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. No harm requiring medical intervention was reported. No product return is required for mmt-1884 and mmt-7020la.

Manufacturer narrative:
Pump passed the displacement test, self-test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. Thus and software was utilized and downloaded trace/history files properly. No unexpected bolus stopped alarm, unexpected suspend (low sg) anomalies noted during testing or in the file history on event date. Also, pump was programed with bg meter data transfer and sensor simulator connected and calibration properly to pump data correction 101 mg/dl and no different. Pump was cut open to perform visual inspection, no moisture damage on the electronics, keypad assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). In conclusion, pump passed all testing required and no unexpected suspend (low sg). Customer alleged difference between sg vs bg not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.